Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. Blood was observed in/on helix mechanism.

Event description:
It was reported that during lead implant the helix would not deploy. Twenty-two rotations were attempted. It was also reported that there was high impedance. The lead was not used. No patient complications have been reported as a result of this event.